Event description:
The manufacturer received information from uno legal litigation in reference to a repaired or recertified dreamstation CPAP with an allegation of eye irritation, nose irritation, respiratory tract irritation, dizziness, headache, kidney disease toxicity and liver disease toxicity. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Device evaluation information was received on 06/27/2022, and section h10 should be reported as: the manufacturer received information from uno legal litigation in reference to a repaired or recertified dreamstation CPAP with an allegation of eye irritation, nose irritation, respiratory tract irritation, dizziness, headache, kidney disease toxicity and liver disease toxicity. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was no visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer's service center concludes that unit passed final test. In box d: device serviced by 3rdp, device avail. For eval and date returned were updated. In box h: device eval. By mfg, evaluation method code grid, evaluation results code grid, conclusion code grid were updated.